Event description:
Female, 81 year old symptomatic patient (dry cough, runny nose and loss of taste and smell) reporting what they feel is a false faint positive sars result. Customer was diagnosed with sars by molecular method on (B)(6) and treated with paxlovid. Customer was positive by other rapid antigen on (B)(6) no conflicting test have occurred and no further confirmation testing has been performed.

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.